Event description:
It was reported that the patient presented to surgeon with pain, instability. Surgeon examined patient to determine that there was cup impingement, joint fluid build-up. He removed all implanted components. X-rays are not available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.